Event description:
It was reported during a da vinci-assisted myomectomy procedure arm 4 stopped working. The customer undocked arm 4 and noticed the leds were not on. Then the customer rebooted the system before calling and there was no change. Error logs show a 26004 error indicating an arm 4 brake test failed on axis 3 insertion. Technical support engineer (tse) had the customer reboot the system again with no change. The customer was able to clutch the arm and move it, but there is no led lights on. I also had them back drive the insertion axis and reseat the sterile adapter, but customer informed that the sterile adapter will not engage on the arm. Customer then informed they are converting to open surgery. Intuitive surgical, inc. (Isi) completed customer follow-up with the customer and obtained the following information: the robotics coordinator explained she did not know if the surgeon could have continued with 3 arms as the surgeon wanted to convert the procedure to open surgery. Per customer, the patient tolerated the procedure without further without issue. There was no report of patient injury nor has the patient returned to the hospital due to post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to address the error 26004. Following service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the fault (error 26004) through log review, but was unable to reproduce the reported issue as the usm passed in house testing. As a precaution, the insertion brake will be replaced as a fix to address the reported issue.